Event description:
Per additional information provided: on (B)(6) 2007 - patient was diagnosed with incarcerated umbilical hernia and adhesions thereby underwent open repair with the implant of ventralex (device #1). Per operative notes, ¿the hernia sac was opened, and the patient was found to have an incarcerated umbilical hernia with omentum. The hernia sac and extensive lysis of adhesions were reduced. A ventralex mesh (device #1) was placed in a preperitoneal layer and secured with prolene suture.¿ on (B)(6) 2012 - patient was diagnosed with perforated sigmoid diverticulitis, peritonitis and pelvic abscess thereby underwent exploratory laparotomy with resection of sigmoid colon and colostomy. On (B)(6) 2012 to (B)(6) 2013 - patient visited hospital for abdominal pain. On (B)(6) 2014 - patient was diagnosed with acute diverticulitis, status post colostomy thereby underwent laparoscopic repair of parastomal hernia with biologic mesh and lysis of adhesions. Per operative notes, ¿the patient was noted to have parastomal hernias, which were also resected. Extensive lysis of adhesions was performed. The hernia sac was repaired and reinforced with biologic mesh.¿ on (B)(6) 2015 - patient was diagnosed with incarcerated multiple ventral incisional hernia and adhesions thereby underwent laparoscopic repair with bilateral myocutaneous flaps and repair with removal of mesh (device #1) and ventral hernia repair with allomax (device #2) and phasix mesh (device #3). Per operative notes, ¿the small bowel was found to be adherent to the mesh. The omentum was also found to be adherent and had folded up on itself. Once the adhesions were mobilized, the small bowel was resected. The old mesh was removed (device #1). An allomax mesh (device #2) was then placed over the peritoneum and was sutured and a phasix mesh (device #3) was placed as an onlay mesh over the fascia.¿ on (B)(6) 2017 - patient was diagnosed with infected abdominal wall wound with involvement of graft thereby underwent abdominal wound exploration and debridement with partial explantation of graft. Per operative notes, ¿the sinus was notes to go through the fascia onto the laparoscopically placed mesh. The mesh was debrided.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, infection, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, about 2 years 5 months post implant of phasix mesh, patient was diagnosed with post-operative wound infection thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection as a possible complication. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." This emdr represents phasix mesh (device #3). An additional supplemental emdr was submitted to represent mesh - ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.